Manufacturer narrative:
(B)(4). Unit passed the displacement test, rewind, self test and a21 error test. The stop (idle) current and run current measurement tests are within specification. Unit also passed off no power alarm test. Unit was unable to prime during prime/a33 test due to loose/protruded drive support disk. Unable to perform the basic occlusion test, occlusion test, excessive no delivery test and the dat test due to loose/protruded drive support disk. Unable to verify unexpected no delivery alarm due to prime anomaly and loose/protruded drive support disk. Unit was monitored for 2 days. No charge/battery anomaly, unexpected low battery alarm or unexpected off no power alarm noted. No missing address/serial number label noted. No labeling anomaly noted. Unit had a missing end cap sticker. The test p-cap and reservoir does lock in place in the reservoir compartment. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the label had fell off and insulin pump received no delivery alarm and changing batteries in every week. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.